Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a forearm hematoma with compression syndrome following use of the rist catheter. The patient was undergoing treatment for a pipeline implant in the supraclinoid segment of the left ica. The patient's vessel tortuosity was severe throughout the carotid artery. The access vessel was the radial artery, which was 2.4mm in diameter. It was reported that as the doctor was¿trying to come up the internal, the rist guide catheter kept herniating into the chest. The doctor tried multiple times and finally decided to not use the rist. It was exchanged for a cook shuttle and applied tr band because in their mind they put a smaller system into a larger hole. The doctor was not successful with this setup either, so they abandoned the radial approach altogether and went for femoral instead. After a few more challenges coming up from femoral approach, they were able to deploy the pipeline and everything looked great from the aneurysm perspective. Following the procedure, the patient developed a hematoma and compression syndrome and needed to be taken to the operating room for repair. The devices were prepared and flushed according to the instructions for use (IFU). Additional information received reported that the herniation of the rist catheter into the patient's chest did not cause or result in any injury. It was determined that the migration/herniation of the device to unintended location could possibly have been related to the patient's vessel tortuosity as it was noted to be severe.